Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were charging the implant today and the controller came on, but the stimulation is in their legs and should be in the back, and they can't lay down because of the needles. Patient said the controller is not powering on so they can't adjust or turn off the implant. Agent asked patient to connect with the controller and controller show ins 70%, controller 70% charged. Patient started a charging session of the implant and was able to start charging with excellent quality. Patient service (pss) assisted patient with turning the implant off. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they haven't used the therapy in years because they had a hard time and they quit using the therapy 3-4 years ago. Patient mentioned the implant moves around inside their body and they cannot get it right to charge the ins. Agent recommend patient consult with healthcare provider (hcp) office for next steps.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that cause was unknown. No actions were taken to resolve the issue .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that circumstances leading to the issue included falls, and loss of weight. The patient is just leaving the device off at this time.